Event description:
It was reported that during the deployment of the robot, error 23062 occurred on the screen, and the error could not be recovered. As the operating room will only use one da vinci system the following day due to maintenance, they planned to use the other robot to ensure that procedures would not be impacted. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The boom was very noisy and was not moving smoothly when energized. The customer did not rely on the robot anymore. The fse reviewed error 23062 on the robot. The error occurred when the boom motor was energized. The fse reviewed the error logs and observed that the error was pointing to a false state of the hall sensor and boom encoder. The fse tried to recalibrate the hall sensor and boom encoder, but this was not possible as matlab returned an error during the calibration. The fse replaced the boom encoder, but this did not solve the issue. Calibrating the encoder was not possible due to the matlab error. The fse noted that most likely the hall sensor on the boom motor was broken. The fse replaced the boom motor needed to be replaced. After replacing the boom motor, the error still persisted. It seemed that the motor was not aligned correctly with the boom. The fse tried to align it, but the issue did not resolve. The fse replaced the boom motor, but the issue still persisted. The fse ruled out the motor as a potential cause of the issue. It seemed that the mounting bracket on the boom itself was causing the issue. The fse replaced the mounting bracket, but the issue did not resolve. The fse noted that there was no further action they could perform to resolve the issue. The fse was unable to perform boom encoder calibration. The robot kept making loud clattering/banging noises when extending and retracting. The fse documented that newer versions of boom extend motors may be missing the captive screw and securing endpoint of the spindle, which was then attached to an extra guiderail running underneath the spindle axis. This kept the complete spindle in a better fixed state, which withheld the complete axis from off-centering/misaligning, and relieving tension along the axis, which was only focused on the mounting bracket of lead screw. Guiderails and endpoint fixture were completely gone on newer versions. An exchange of the robot took place. The system was tested and verified as ready for use.